Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display after being exposed to fluid or moisture. It was also reported that the device had a chip in the reservoir compartment. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was unable to get the display to return after pump restart. The customer was advised that the insulin pump would be replaced. The insulin pump will not be returned for analysis.